Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact. Customer declined to continue troubleshooting and no additional information was provided.